Event description:
Patient reported that during insulin cartridge replacement, the piston rod would not retract. No error messages were generated by the device. Patient's blood glucose was not affected, and no treatment was received.